Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16atms when inflated for three to four seconds on the first inflation. The lesion being treated was located in the moderately tortuous, moderately calcified and 75% stenotic right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with another balloon. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.